Event description:
After the initial implant procedure the patient developed a large hematoma at the entry site, which resulted in a limb occlusion. An occluder and converter were placed to cage the thrombus and a fem-fem by-pass was performed. The patient went home the next day.